Event description:
Dr (B)(6) attempted to use endoflip catheter on patient - catheter set up and used on patient, confirmed placement with endoscope, but readings were determined by physician to be inaccurate and test unable to be completed and interpreted. While loading a new catheter for use in the endoflip machine, rn reported a "grinding sound" from the syringe lever, and machine read "pump failure" (ID 008). Dr (B)(6) cancelled endoflip portion and proceeded with the rest of the egd/mano placement procedure. First catheter: ef-322n (failed in patient); second catheter: ef-325n (failed during set up - pump failure on machine then pre-use check of catheter failed).